Manufacturer narrative:
Only the customer's meter was received for investigation. Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.0 inr. Donor 2 inr: 2.6 inr. Donor 1 hct: 40%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 3.0 inr. Customer meter and retention strips: 3.1 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Customer meter and retention strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4). The result from the meter was 3.8 inr. The result from a laboratory using an unknown reagent was 2.5 or 2.6 inr. On (B)(6) 2020 at 10 am, the result from the patient's meter was 2.2 inr. The result from the doctor's coaguchek xs meter was 2.2 inr. The result from a laboratory using an unknown reagent was 1.67 inr. The therapeutic range was 2.5-3.5 inr.